Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced takotsubo cardiomyopathy. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, ablation was performed on the cavotricuspid isthmus (cti) with 49 applications using the farawave pfa catheter. After the procedure, an echocardiogram confirmed the presence of takotsubo cardiomyopathy. There was no clear st segment elevation. When the patient woke up from anesthesia, they were conscious and able to talk. However, the patient was monitored in the intensive care unit overnight as a precaution. There was no allegation against the catheter and the catheter is not expected to return.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced takotsubo cardiomyopathy. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, ablation was performed on the cavotricuspid isthmus (cti) with 49 applications using the farawave pfa catheter. After the procedure, an echocardiogram confirmed the presence of takotsubo cardiomyopathy. There was no clear st segment elevation. When the patient woke up from anesthesia, they were conscious and able to talk. However, the patient was monitored in the intensive care unit overnight as a precaution. There was no allegation against the catheter and the catheter is not expected to return. It was further reported that the patient condition had improved, and the patient was discharged from the hospital a week later. No treatment was administered.